Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, a temperature change had occurred prior to the current occlusion alarm occurring. The customer's blood glucose level was 204mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended.